Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons falling apart string break off into pieces [device breakage] case narrative: consumer reported via social media that the tampon is breaking into pieces. No injury was reported.